Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing from one of the sensor. Other sensors had many calibration errors. Customer's blood glucose was 14.5 mmol/l. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.